Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 546 mg/dl. Customer stated that the insulin pump may have been exposed to moisture. Customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The motor and vibrator motor assemblies were found corroded. Unable to verify the motor error alarm or perform rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to a blank display. The pump had minor scratches on the lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.